Event description:
The head section of the bed drifts down.

Manufacturer narrative:
Technician checked hose for damage, checked for leaks, removed and cleaned valve seat, head section still drifted. Technician replaced bad CPR valve to resolve.